Event description:
The patient reported that she had the implantable neurostimulator (ins) for bladder pain. Since she changed the program to program 2 on march 10 she was having a lot of bladder pain since then. She had had the same pain she normally does (before implant) but worse. The patient recorded pain on (B)(6) and again last night almost every day. Last night it was worse than anything because the site hurt plus the bladder so last night was really hard for her. The patient tried program 1 from (B)(6) 2015 until she changed to program 2 on march 10 and it was better for pain but she went to the bathroom more often. Patient services worked with the patient to carefully place antenna, check what program she was currently set and see other settings. The patient reported being on program 2 at 0.8. The patient said she had tried program 1. The patient also had program 3 at 0.0 and program 4 at 0.0. While working with patient programmer, the patient got poor communication ,changed the batteries and that resolved the issue. Patient services helped the patient activate program 3 and increase up to 1.6. The patient said her hcp wanted her to try each program for a we ek to 10 days. Patient services asked if she felt stim differently than before? The patient said yes a little higher and a little more to the left. Interstim therapy guide. Dvd and symptom diary, the patient never received. During the call, the patient said she has to go to the bathroom so bad it was interfering with everything, the patient took a break from the call to go to the bathroom. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant product: product ID 3889-28, lot # va0qafg, implanted: (B)(6) 2015, product type lead. (B)(4).